Manufacturer narrative:
(B)(6). Manufactured may 13, 2016 ¿ may 14, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion with a small volume folfusor. The pump was filled with 19.6ml of fluorouracil and 95.4ml of sodium chloride. The pump was half full after the expected 24 hour infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.